Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the up arrow keypad button was intermittently responding and the ok button symbol was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved.